Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent a paroxysmal atrial fibrillation (afib) procedure with a thermocool sf navigational catheter and suffered a pulmonary vein stenosis. The patient's medical history is unknown. There is no information about the hospitalization and if any intervention was performed. No information is known regarding the patient status. The physician's opinion regarding the cause of this adverse event is not known. Attempts have been made to obtain clarification to this complaint. However, no further information has been made available.